Manufacturer narrative:
We received the broken instrument; as reported above, the breakage occurred within the threaded section of the instrument that is screwed into the glenosphere for impaction / extraction. Limacorporate is now aware of 6 intra-op breakages related to this specific lot number (2015aa094); a recall of this lot # from the market was initiated in november 2015, at that time we were aware of 4 of these 6 breakages. The removal action is ongoing and the recall was reported to FDA on the 20 november 2015. A slight delay in surgery was reported in each of these 6 incidents but no patient adverse effects were reported for any of the 6 cases. In one case only, the surgeon was not able to remove the broken piece of the instrument from the glenosphere cavity intra-operatively; this specific event happened in (B)(6), while the other five (5) breakages happened in the us. Including this subject complaint, 5 out of the 6 events have already been reported as MDR (B)(4). The remaining other event (happened on (B)(6) 2015 and reported to limacorporate on 05 feb 2016) will be reported within 30-days since complaints receipt. The instruments involved were manufactured partially out of specification by the supplier, (B)(4). Internal analysis by lima showed that a potential cause of breakage is also an improper use of the instrument by the surgeons (3 cases involved the same surgeon): an incomplete tightening of the impactor into the glenosphere prior to impaction, together with the onset of multi-axial forces applied to the instrument when impacting could have significantly contributed to the breakages. Capas: following the post-market surveillance data, limacorporate decided to remove all affected parts from this lot # from the market; this recall was reported to FDA on 23 november 2015. In addition, a field safety notice to all the users to emphasize the instructions for the correct use of the instrument was issued to help reducing the risk of this breakage. The field safety notice was reported to FDA on 11 december 2016. A non conformity (nc) regarding this lot # has been issued to the supplier orchid orthopedic solutions, llc. Limacorporate will continue to monitor and investigate any further reports related to this situation.

Event description:
Intra-op breakage of the threaded tip of the glenosphere impactor/extractor (model # 9013.74.141, lot # 15aa094) when trying to remove the glenosphere from the metal back glenoid component during primary surgery; the surgeon was able to retrieve the broken piece and concluded the surgery by using a second impactor/extractor to remove the glenosphere. Surgery time extended approximately 15-20 minutes. No consequences for the patient. The event occurred in the us.